Event description:
The reporter stated the surgeon inserted an aq2010v silicone three-piece lens but the trailing haptic tore. The incision was enlarged to remove the lens but sutures were not required.